Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous renal replacement therapy (crrt) patient became significantly hypotensive within five minutes of being connected to a prismaflex m150. It was reported the patient started moaning. Treatment was discontinued and the patient was treated with norepinephrine (levophed) gtt @ 0.5 mcg/kg/min, titrated up to 0.12 mcg/kg/min. Blood pressure responded to increase of vasopressor dose. The extracorporeal blood was returned to the patient. Crrt therapy was restarted using a hf1400 filter with no adverse reaction/event or decrease in bp reported. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.